Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead fracture and noise. The rv lead was lasered out, however the distal portion of the lead remained attached in the right ventricle along with some insulation through the superior vena cava (svc). The physician was able to snare a large portion of insulation and then made multiple attempts to snare the lead but was unable to retrieve the lead tip. The lead might have gotten caught up around the valve. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.